Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer had a display issue and it was noted that the liquid crystal display (lcd) screen was vague. It was noted that the stylus pointer did not respond to touch. The cord bay latch, media door latch, lower bullet, upper and lower handles and left keyboard hinge were broken. The universal serial bus (usb) ports were damaged. The micro processor unit (mpu) board was defective. The keyboard cover, lower case feet pad and paper tray release latch were missing. The power cable was worn. The printer button was not working. Due to a lack of available parts the programmer was dispositioned as scrap. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a display issue such that the display was blurred. The programmer was received into service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.